Event description:
Healthcare professional reported "something that looked like a hair inside the device". The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contamination.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: hair/fiber on implant: no observed a hair of the device, it was received out of its sealed package. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a3a, d9, h3, h6.

Event description:
Healthcare professional reported "something that looked like a hair inside the device". The device was not implanted.